Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presents with suspected aneurysm in the left cylinder. The patient was evaluated in the office, herniation at the base of the cylinders indicating possible aneurysm. Due to herniation, the cylinders do not inflate. The patient is expected to undergo a revision surgery. No patient complications were reported.